Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient indicated they might have an infection at their implant site. The device history records were reviewed for the implanted generator and lead. Both products were sterilized and passed functional specifications prior to distribution. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.